Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01382. This report is being submitted as additional information. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years and 9 months. A correlation between the device and the reported patient symptoms could not be conclusively determined through this evaluation. The reported alarms on (B)(6) 2018 could not be confirmed through evaluation of the submitted log file. No atypical events were captured and the system showed normal device operation above the low speed limit for the duration of the log file. The patient remains ongoing on vad support with no further related issues reported. The hmii IFU and patient handbook outline recommended driveline care and explain all alarms, as well as how to troubleshoot them. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Not returned.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient recently observed a low flow alarm and low speed advisory in which the patient became symptomatic. The patient reported they could feel the pump stop and restart during this alarm. Technical service reviewed the log file, and the file did not reveal any events consistent with low speed. On (B)(6) 2018, it was reported that an ungrounded power module patient cable was requested. No additional information was provided.